Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump back button did not work. The customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. The customer stated that buttons presses may be delayed or fail to respond if pressing too rapidly on buttons and button was not unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The device will not be returned for analysis.